Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a pacemaker replacement procedure involving the subject device, a lead connection issue was incurred. Reportedly, a physician followed the recommendations indicated in the physician manual, and clicking of the associated screwdriver was heard, but the lead could be removed by pulling. Another connection attempt was made, by confirming that lead was fully inserted, but after tightening the set-screw, the lead could be removed. Intermittent pacing was also reported. Another pacemaker was subsequently implanted instead.